Event description:
The event is reported as: the customer alleges that the white angled connector broke and separated from the bronchopart set. The patient de-saturated until another connector was obtained. The patient condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.